Event description:
Complainant alleged that during a routine shift check by a clinician the device's display was blank and only a green dot appeared. Complaint indicated that there was no patient involvement in the reported malfunction.